Manufacturer narrative:
Block b3 date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2008, was chosen as a best estimate based on the date of the mesh was implanted. Block e1: this event was reported by the patient's legal representation. The implanting surgeon is: (B)(6). United states. Block h6: the imdrf patient codes capture the reportable events of: patient code e2330 captures the reportable event of pain. Patient code e2328 captures the reportable event of urinary outlet obstruction. Patient code e0206 captures the reportable event of physical pain and mental anguish. The imdrf impact code capture the reportable event of: impact code f1905 captures the reportable event of revision surgery to remove mesh product.

Event description:
It was reported that the patient had a lynx system device implanted during a procedure and has since experienced complications, including urinary outlet obstruction and associated pain and suffering. The patient also underwent revision surgery to remove the mesh product. Additionally, the patient claims that she has suffered, or may in the future suffer, damages such as physical pain, mental anguish, physical impairment, and medical expenses as a result of the device implantation.

Event description:
It was reported that the patient had a lynx system device implanted during a procedure and has since experienced complications, including urinary outlet obstruction and associated pain and suffering. The patient also underwent revision surgery to remove the mesh product. Additionally, the patient claims that she has suffered, or may in the future suffer, damages such as physical pain, mental anguish, physical impairment, and medical expenses as a result of the device implantation. Years after placement of the sling, the patient developed symptomatic mesh exposure in the vagina, along with vaginal and suprapubic pain located to the area of the midureteral sling. As a result, the patient underwent transvaginal explantation of the vaginal portion of the midureteral sling mesh, as well as transabdominal explantation of the suprafascial and retropubic portions. Cystourethroscopy was also performed. The patient tolerated the procedure well and was transferred to the recovery area in stable condition.

Manufacturer narrative:
Blocks a2, b5, d6b, h6 (patient code), h6 (impact code) and h11 have been updated based on the additional information received on 10jul2025. Block b3 date of event: the exact event onset date is unknown. The provided event date of november 5, 2008, was chosen as a best estimate based on the date of the mesh was implanted. Block e1: this event was reported by the patient's legal representation. The implanting surgeon is: dr. (B)(6). Block h6: the imdrf patient codes capture the reportable events of: patient code e2330 captures the reportable event of pain, patient code e2328 captures the reportable event of urinary outlet obstruction, patient code e0206 captures the reportable event of physical pain and mental anguish, patient code e2006 captures the reportable event of mesh exposure. The imdrf impact code capture the reportable event of: impact code f1905 captures the reportable event of revision surgery to remove mesh product. Impact code f1903 captures the reportable event of transvaginal explantation.